Event description:
Customer reported to beckman coulter, inc (bec) that the unicel dxc 600i synchron access clinical system (dxc 600i) generated 23 low sodium patient results. Customer reported that quality control (qc) were in established ranges when the results were generated. Customer reported that electrolytes qc failed after the event. Customer indicated that they then repeated patient samples from the last acceptable qc and found the results did not match. Customer reported that they issued an amended report for one patient result. Customer reported that the patient whose result was amended was admitted to the hospital based on initial low result. Customer reported that the medical director indicated that the patient would have still been admitted based on the corrected result. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the eic (electrolyte injection cup) valves and sodium electrodes, as well as the modular chemistry mc sample probe and collar wash.